Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging a sample draw issue with the subject(s) test strips. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.